Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set leakage issue on (B)(6) 2025. It was stated that the patient did not insert cannula correctly into the skin and the infusion set was leaking. No further information available.

Manufacturer narrative:
Initial and final MDR- (B)(4) -MDR- . Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.